Event description:
Related manufacturer reference number: 2017865-2023-19493. It was reported that high voltage (hv) lead impedance trend showed an abrupt change from normal range to low out-of-range measurement. The patient was asymptomatic. The patient was brought to the lab for laser right ventricular (rv) lead extraction. During the extraction, the left ventricular (lv) lead was inadvertently dislodged in the process, as the leads were adhered together. The leads were replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement and failure to separate could not be confirmed. As received, a complete lead was returned in one piece. The s-curve height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.